Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a foreign body was discovered on the handle of the exoseal upon opening the package. The product was not used due to sterile insecurity and the hemostasis was obtain with the usage of another exoseal product. There were no patient injuries. The foreign object was taped to the exoseal and the product will be returned for analysis. Additional information was received that the exoseal device was prepped according to the instruction for use (IFU) and there were no damages noted prior to opening the package. A photograph of the exoseal was received and showed a picture of an exoseal device with some type of foreign material on the handle; it is unclear on the type of foreign material that is present on the device. However, the foreign material is movable according to the nurse.

Manufacturer narrative:
The engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a foreign body was discovered on the handle of the exoseal upon opening the package. The product was not used due to sterile insecurity and the hemostasis was obtained with the usage of another exoseal product. There were no patient injuries. The foreign object was taped to the exoseal and the product will be returned for analysis. Additional information reported that the exoseal device was prepped according to the instruction for use (IFU) and there were no damages noted prior to opening the package. A photograph of the exoseal was received and showed a picture of an exoseal device with some type of foreign material on the handle. It is unclear on the type of foreign material that is present on the device. However, the foreign material is movable according to the nurse. The product was not returned for analysis. Review of lot 17308360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿packaging/pouch/box - foreign material-in sterile package: moveable particle (peripheral)" reported by the customer was confirmed according to picture. However, the exact cause of the reported event could not be conclusively determined. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way. Furthermore, do not use the exoseal vcd if the sterile field has been broken where bacterial contamination of the sheath or surrounding tissues may have occurred; a broken sterile field may result in infection as was done in this case. Controls are in place to detect this kind of issue throughout the manufacturing process. Without the return of the device for analysis, no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.